Event description:
A pacing catheter was placed via sheath and sheath adapter. During fixation of catheter with tuohy-borst adapter on sheath adapter, it was possible to turn rotating portion of sheath adapter to end of threads but catheter could not be fixed. Bloof flowed back into cathgard contamination shield of sheath adapter. Adapter was changed. No associated pt complications reported.